Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they had high blood glucose on (B)(6) 2017 with levels of over 600 mg/dl at the time of the incident. The customer was at 305 mg/dl at the time of the call. The customer used the pump to treat the high. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.